Event description:
In march 2003 the PICC catheters used at hosp were changed to the new bard groshong nxt 7927500 because the bard groshong 5 fr 7727500 were discontinued. Since that time hosp has experienced an increase in the rates of PICC associated upper extremity venous thrombosis. The odds ration for sustaining a clot since mar 2003 is 3.59 compared with the 17 months prior when the old catheters were used. The last 2 quarters have seen venous thrombosis rates of 4 and 5% respectively compared with rates of 0-2% in prior quarters. Thirteen pts have sustained venous thrombosis associated with PICC catheters since mar 2003 compared to eight pts in the preceeding 17 months. There is no difference in personnel placing the catheters over this time period. Other pt related factors that may have contributed are currently under investigation.

Event description:
Add'l info rec'd from MFR 3/5/04: facility has continued to use the 5 fr groshong nxt PICC catheters and the incidence of thormbosis has returned to the baseline rate. Dr could not identify the cause of the temporary increase in the occurrences of the thrombosis. He did indicate that the incidence rate increased during the time that the nursing staff was being inserviced on the new product.